Manufacturer narrative:
This event occurred in (B)(6). Qc was acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) checked the sample/reagent probe and sipper probe position and no issues were found. Instrument performance testing was acceptable. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The initial result was 0.036 ng/ml with a data flag. This result was reported outside of the laboratory. The repeat result was 0.003 ng/ml. The result from the other sample tube for this patient was 0.005 ng/ml. The troponin t hs stat reagent lot number was 41679700 with an expiration date of 30-nov-2020.